Event description:
Boston scientific received information that during a routine follow up visit this device was found to be end of life (eol) with a batter voltage of 2.64v. Premature battery depletion (pbd) was suspected and a replacement procedure was scheduled for the near future. The device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
To date the revision procedure has not taken place. Once the procedure is completed the device is to be returned to boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.